Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode of unknown etiology. There were no reported injuries. No further information related to the event was able to be obtained.